Event description:
It was reported while bending the pectus bar, the upper bolt of the bender came off and hit the surgeon in the stomach, and then it hit the ceiling, the wall and the floor. The instrument fell out of the surgeon's hands. The surgery was successful, and there were no consequences for the patient. The surgeon had a hematoma. The surgeon went to a doctor for examination, the doctor issued him a sick note for four weeks, but the surgeon did not want this.

Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.